Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. It should be noted that the device is designed with a lockout system in order to avoid to fire the device with a spend cartridge. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, to replace the defective evidenced reload, the device was dismantled and there was no staple, which made it impossible to use. Unknown how case was completed. There were no adverse consequences for the patient.